Event description:
It was reported that the patient presented with shortness of breath and not feeling well. An echocardiogram revealed a right ventricular lead tip perforation that caused a tension pneumothorax. The right ventricular port of the patient's pacemaker was plugged and the patient will be permanently paced in aair mode. The patient was asymptomatic in the recovery room.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.